Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer stated that the insulin pump went blank and they were unable to rewind. The customer's blood glucose was 464 mg/dl at the time of incident. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were off the insulin pump prior to hospitalization for less than 48 hours. The insulin pump will not be returned for analysis.